Event description:
The customer reported that the insulation sleeve on the device tore and a small piece of the insulation fell into the patient cavity. The material was retrieved. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.